Event description:
It was reported, the pt had been experiencing difficulties initiating communication between the ipg and the external devices. The pt was without stimulation. The pt underwent surgical intervention to explant and replace the ipg. Effective coverage was captured post-operative. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pts's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.